Event description:
It was reported that when using the bd pyxis¿ medbank tower the user was unable to issue oxycodone medication. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the validation code was requested for an expired profile order, which caused the inability to issue medication. A technical support specialist informed the customer that the validation code request was tied to an expired order and advised requesting a new validation code for the active profile order. The customer followed the instructions, successfully requested the validation code for the new order, and confirmed resolution. The case was then closed with customer approval. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the user was unable to issue oxycodone medication. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.